Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell down stairs, and the touchscreen became shattered and unresponsive. Customer had elevated blood glucose levels (524 mg/dl), and minor level of ketones present. Customer delivered a manual injection to stabilize blood glucose levels. Customer stated they have manual injections for insulin therapy.